Event description:
It was reported that during final reduction of acl with ultrabutton on tibial end with x-tend button medium attached the suture material frayed and broke on one limb of the ultrabutton just distal of xtednbutton. Acl remained stable but the dr was unable to throw surgical knots over xtendbutton with limbs as a secondary fixation. No patient injury was reported.

Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect tunnel preparation. (2) over tensioning of the suture while pulling the ultrabutton. Incorrect tunnel preparation or over tensioning the suture can result in damage to the device and device failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.